Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not confirm. Additional observations: deformation observed. Yellow particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. The device has been explanted and replaced.

Event description:
Patient reported "a rupture of the device unknown side." Physician confirmed right side rupture via ultrasound. The device was replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, e3, h4.

Event description:
Patient reported right side rupture. The device has been explanted and replaced.

Event description:
Patient reported "a rupture of the device unknown side." Physician confirmed right side rupture via ultrasound. The device was replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was broken shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h6.